Event description:
It was reported that after the surgery was completed; when the blade was removed from the handpiece it was determined that the blade was broken at the mount. The broken blade did not fall into the surgical site and there was no patient injury associated.

Manufacturer narrative:
Device not returned for evaluation. Work order documentation reviewed and all specifications were met.